Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient was having pain and had a left knee total revision surgery due to a marked polyethylene wear and/or fracture, there was also osteolysis and mild posterior subsidence of the tibial component concerning for aseptic loosening. All available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2. Upon receiving additional information and reassessing the reported event, it was determined that the femoral component referenced in this report did not contribute to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial total knee arthroplasty on an unknown date. Subsequently, the patient had a left knee total revision surgery due to unknown reasons. All available information has been provided.

Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown. Unknown, articular surface, unknown. G2: foreign: australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.